Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded in driver's data file. Visual inspection of external components found no abnormalities. Visual inspection of internal components found exhaust fan white cable damaged and the airflow sensor red cable was stripped out of the connector. Freedom driver failed functional testing for acceptance at incoming inspection due to out of specification output values. Additional testing included disassembly of the driver discovered the tygon tubing connecting the pca to the main pcb was kinked. During the process of correcting the kink in the tygon tubing, the pin-nuts for the left battery well eroded out with the screws attached. A secondary functional test was performed with the out of specification output values were corrected, however, pap and lap readings were then observed to be out of range. A second disassembly of the driver found that the left ventricle had come loose. After re-securing the internal driveline, the driver was tested again and passed all areas of functional testing without alarm or malfunction. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported out of specification output values was determined to be a loose internal driveline and kinked tygon tubing. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to internal components was cosmetic only. Driver was not supporting a patient at the time of the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.